Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia with seizures and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The patient had a seizure and fell backwards. An ambulance was called (no information who called paramedics) and the paramedics took a blood glucose reading which was 41 mg/dl and the cgm reading was 71 mg/dl. The paramedics treated the patient with IV glucose. The patient was taken to the hospital and was admitted. There is no information about what treatment was provided at the hospital. The patient recovered and was discharged on (B)(6) 2022. At the time of the report the patient´s condition was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.